Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, false positive advia centaur xpt toxoplasma igg (toxo g) and atellica im toxo g patient results. Siemens has requested the atellica im reagent lot number and is investigating the event. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive." MDR 1219913-2021-00250 was filed for the same patient.

Event description:
A false positive advia centaur xpt toxoplasma g (toxo g) result was obtained by the customer. The same patient sample was repeated on an atellica im system, resulting positive. The customer performed repeat testing on the same sample with two alternate toxoplasma g test methods, resulting negative. A negative toxoplasma g result was reported to the physician(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, false positive advia centaur and atellica im toxo g results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00251 initial report on 13-may-2021 and MDR 1219913-2021-00251 supplemental 1 on 09-june-2021. Additional information: 12-december-2021: siemens performed an internal study with 100 patient samples. Fifty (50) normal patient samples were retrieved from manufacturing and fifty (50) patient samples were retrieved from france. The samples were tested with advia centaur toxo g lots 269, 271 and 273 in replicates of 3. 95 samples recovered the same interpretations with all 3 lots and 5 patients recovered negative/equivocal. Siemens evaluated siemens remote services data for advia centaur toxo g lots 269, 271 and 273. The three lots have similar interpretation recovery. 269 271 273 negative 82.9% 83.7% 82.6% equivocal 0.3% 0.9% 0.5% positive 16.8% 15.4% 15.9% siemens continues to investigate. MDR 1219913-2021-00250 supplemental report 2 was filed for the same event and patient.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00251 initial report on 13-may-2021 for a false positive atellica im toxoplasma igg (toxo g) result. 18-may-2021: additional information: siemens has been informed that the patient sample type was serum (10 ml sst tube). The sample had been collected the same day of occurrence and transported with a cool pack. The sample was stored at room temperature (20°c) prior to testing and centrifuged at 2200g for 10 minutes (21°c). The reagent lot number when tested on the atellica im system was 268. The customer presently has tested approximately 1000 toxo g patient samples. The patient sample has been requested for further testing. Siemens continues to investigate. MDR 1219913-2021-00250 supplemental report 1 was filed for the same event and patient with an advia centaur xpt system.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00251 initial report on 13-may-2021. MDR 1219913-2021-00251 supplemental report 1 was filed on 09-jun-2021; MDR 1219913-2021-00251 supplemental report 2 was filed on 06-jan-2022. Correction - MDR 1219913-2021-00251 supplemental 2 stated a date of the report in section b4 of 06-jan-2021. The actual date of the report was 06-jan-2022. Additional information - 11-april-2022. MDR 1219913-2021-00251 supplemental 1 noted that atellica im toxoplasma g lot 268 was used to test the sample however, the catalog number, UDI, 510k number, expiration date and manufacture date were not provided. Sections d4, g4 and h4 have been updated with this information. An outside the us customer observed a false reactive (positive) advia centaur® toxoplasma g (txog) result on a patient's sample with lot 269. The same sample was repeated on atellica im txog lot 268 and still recovered reactive. Advia centaur txog lot 269 is the sister lot of atellica im txog lot 268. The customer performed repeat testing on the same sample with two alternate toxoplasma igg test methods, resulting nonreactive (negative). The customer tested the sample with a heterophilic blocking tube (hbt), and the results remained the same on advia centaur txog and atellica im toxg. Siemens reviewed the customer's calibration and it was comparable with release data, while qc recovery was within peer and insert ranges. Siemens ran 100 patient samples in replicates of 3 with atellica im txog lots 268, 270 and 272. Ninety-two (92) samples recovered the same interpretations with all 3 lots and 8 patients recovered negative/equivocal among the lots. The customer returned the sample and it was tested for human anti-mouse igg antibodies (hama) interference with a manual elisa kit and the sample resulted with low levels of hama. The sample was also tested with an anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) kit and did indicate an interference with these. Additional testing was performed on the advia centaur with a ready pack with p30 absent from the lite reagent. All controls showed a nonreactive dose response while the patient showed a reactive dose response, suggesting that the interferent is a protein mimicking the t. Gondii p30 membrane protein. The customer's sample with enough volume was purified and sequenced. The most abundant protein in the patient sample was apob-100. Apob-100 is regularly present in the general human population. For this to be the interferent, discordance would be observed at a much higher rate. Together this suggests that the interferent is "apob-like", not apob-100 specifically. Siemens reviewed patient field data and atellica im txog lot 268 recovered similarly to other lots. No other complaints have been received with advia centaur txog lot 269 or atellica im txog lot 268 reporting reactive results on patient samples that were non-reactive by other methods. Based on the available information atellica im toxoplasma igg (txog) lot 268 is performing as intended and a product performance issue has not been identified. Customer is operational and no further action required. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00250 supplemental 3 was filed for the same patient.